Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. The therapy date for the following device is unknown: model: 3189; scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that diagnostics indicated the patient's ipg triggered an elective replacement indicator (eri). The patient had stimulation. Subsequently, surgical intervention was undertaken to explant and replace the ipg.